Event description:
It was reported that the spinal cord stimulation (scs) patient experienced an infection and therefore, underwent a lead explant procedure during which both leads were explanted several months ago. There were no reported patient complications postoperatively. The leads will not be returned as they were destroyed by the medical facility. The exact date of explant, infection symptoms, treatments given, and culture results were unable to be obtained despite good faith efforts.

Manufacturer narrative:
Block b3: approximated based on the date the manufacturer became aware of the event. Additional suspect medical device component involved in the event: product family: scs-linear leads, upn: m365sc2352500, model: sc-2352-50, (B)(6).